Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, imaging shows a basal fold-over with scalara translocation of the most basal electrode contacts. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance has been suddenly affected. The family reported that the user had symptoms of runny nose and cough this week. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance has been suddenly affected. The family reported that the user had symptoms of runny nose and cough this week. Re-implantation is planned.